Event description:
On (B)(6) 2012, 3m espe was informed about a reaction that occurred on (B)(6) 2012, when the 3m espe protemp plus temporization material was used. The pt experienced shortness of breath, throat swelling and facial swelling, which got progressively worse. Epinephrine and an antihistamine were used to reduce the symptoms and one week later on (B)(6) 2012, the temporary material was removed from the pt's mouth. Additional info on the status of this pt is unavailable to 3m espe as the dental professional has not responded to phone or mailed requests for info.

Manufacturer narrative:
This product has been assessed for biocompatibility and has been found to be safe for its intended use. It has a favorable clinical use history, in which only one other report of breathing difficulty after use has been received by 3m espe in 2010; in this other case (9611385-2010-00005), protemp plus was among a number of products used in the pt when a reaction was noted.